Event description:
It was reported that an ilet bionic pancreas displayed alert 38 for a motor stall, with repeated troubleshooting including a forced restart and dry run resulting in an ¿unable to proceed¿ alert, consistent with a failure to infuse and a stalled motor in the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem and device failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.